Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of peritonitis was unknown. The pt was not hospitalized for the event. On an unreported date, the pt was treated with inj vancomycin (2 grams per 5 day), inj fortum (1 gram per day), amikacin (100 mg per day; route not reported) for peritonitis. On an unreported date, the pt's catheter was removed. At the time of this report, the pt was recovering from the peritonitis event. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.